Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that the target lesion was a 100% stenosis located in the right coronary artery (rca), highly tortuous and calcified. Pre-dilatation of the vessel was performed with an unspecified semi-compliant balloon. A xience prime 3.5 x 38 mm stent was implanted at 16 atmospheres (atm). Fluoroscopy after stenting showed a dissection at the proximal end of the stent. A xience prime 3.0 x 18 mm stent was implanted to cover the dissection. There was no reported clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.